Manufacturer narrative:
The customer's provided calibration data was ok. After service, no further customer complaints were reported. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered the measuring cell was due to be exchanged. He changed the sample probe and measuring cell. He performed precision testing with acceptable results. The customer performed calibration and qc with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t stat assay results for one patient tested on a cobas e411 rack. Before patient testing, the customer had troponin qc issues. The customer installed a new troponin reagent pack, performed calibrations with a new lot of calibrator material, performed qc with new qc material, and exchanged the pinch valve tubing. Troponin qc was acceptable before patient testing. The patient's initial result was reported outside the laboratory. The physician questioned the initial result as it did not fit the clinical picture of the patient. The customer collected a new specimen from the patient. The customer performed repeat testing on the same analyzer with the original sample and a new specimen from the patient. The patient¿s initial troponin result was 0.03 ng/ml. The patient¿s repeat result with the original specimen was 0.01 ng/ml. The patient¿s troponin result with the new specimen was 0.01 ng/ml. Troponin reagent lot number was 458380 with an expiration date of 31-mar-2021.